Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number, serial number; however, lot number and serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number, serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose and was treated with correction injection via (mdi) manual insulin injection, also patient reported insulin not used in room temperature on (B)(6) 2026.